Manufacturer narrative:
Concomitant devices logic cr femoral cem, right, sz 2.5 (cat# 02-010-03-0325 / serial# (B)(4)). Lgc tibial fit tray cem sz 2.5f / 2.5t (cat 02-012-45-2525 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Logic cr femoral por, left, sz 2.5 (cat# 02-010-04-0225 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00496.

Event description:
As reported, patient reason for a bilateral revision was increase poly wear. Both 2.5 9mm poly inserts for right and left knee were replaced with bilateral 2.5mm 13mm crc insert. Patient was last known to be in stable condition following the event. The devices will be returned.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of instability due to the upsize of the tibial inserts and prosthesis wear, as stated in the experience report. However, the returned tibial inserts appear to have minimal prosthesis wear and damage. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00496 and 1038671-2021-00497.